Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. Reported event: it was reported that the impactor continues to contain bio burden after sterilization. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: product history review could not be completed as the lot ID provided (341749) is invalid complaint history review: complaint history review could not be completed as the lot ID provided (341749) is invalid conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation.

Event description:
Impactor continues to contain bio burden after sterilization. Case type: tha. Surgical delay: 15 minutes.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impactor continues to contain bio burden after sterilization. Case type: tha. Surgical delay: =15 minutes.